Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3889-28, lot# v062020, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation while having an ultrasound in the past. The incident was believed to have occurred over a year ago. It was stated that a different physical therapist did think therapeutic ultrasound would be a problem, even if the patient did not think she could have it. The patient reportedly felt electrical stimulation up to where the implantable neurostimulator (ins) was located. This occurrence happened with the patient¿s first ins. The patient did not know if it was a result of the ultrasound, but the entire system was replaced.